Event description:
On (B)(6) 2011, a (B)(6) pharmacy technician contacted lifescan (lfs) on behalf of the lay user/ patient, alleging the patient's onetouch ultrasmart meter was displaying the apply sample message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2011 at 8am; the reporter indicated the patient was using the subject meter for the first time. It is not known how often the patient tests his blood glucose and it is not known if the patient was monitoring his blood glucose with another device prior to the alleged issue. The reporter indicated the patient does not manage his diabetes with oral medication or insulin; however the patient reportedly continued with his usual diabetes management routine. At an unclear time in the evening (after the alleged issue occurred) the patient reportedly developed a symptom of sweating. It is not known if the patient had made any changes to his diabetes management, meals, or activity level prior to the onset of his symptom. The patient denied testing his blood glucose with another device. According to the csr's documentation, at 9pm that evening, the patient administered self-treatment by drinking orange juice. It is not known how soon after treatment the patient's symptom improved. During troubleshooting, the csr verified the patient followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were provided to the patient. This complaint is being reported because the patient reportedly was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k021819.